Event description:
During a spinal denervation procedure using a lesion generator, the physician noted that there was a burn at the needle electrode site. A new needle electrode was obtained and the procedure was continued without further incidence. The electrode used was not identified, but three out of four inspected had breaks in the insulation. The breaks would explain how the rf burn at the insertion site occurred.